Event description:
This complaint is now reportable based on the review of the investigation completed on 12/04/2008. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the stent failed to deploy. An rx ws permalume 10 x 60 had been selected to treat an area of tumor ingrowth within a previously implanted unspecified uncovered metal biliary stent that was implanted in the distal common bile duct. The physician was able to cannulate and wire the target lesion. The rx ws permalume 10 x 60 was advanced to the target lesion. While attempting to deploy the stent, resistance was encountered and the stent would not deploy despite several deployment attempts. The procedure was completed with another device. There were no patient complications reported. Returned product analysis revealed device damage.

Manufacturer narrative:
Device analysis: visual examination of the returned device found that a stent wire had perforated the outer sheath at 4 mm proximal to the exterior marker band and that the outer sheath was retracted from the tip by 1 mm. It was also noted that the inner lumen was kinked and exiting at the guide wire exit port and the deployment handle was bent. During analysis when an attempt was made to retract the outer sheath, the inner lumen exited further through the guide wire access port and the outer sheath could not be retracted. Thr shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. The distal stent wired were damaged from the perforation through the outer sheath and the inner lumen was severely kinked from exiting at the guidewire access port. The inner lumen was stretched and flattened for a distance of 37 mm proximal to the distal skived area. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.